Manufacturer narrative:
The returned device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate missing data transmissions and the remaining battery longevity from this implantable cardioverter defibrillator (ICD). Ts determined that the device was functioning appropriately regarding the transmission issue, as the newly programmed setting would not take place until the next remote scheduled follow-up. This would automatically occur on april 29th, or the physician could schedule it to occur sooner, if required. However, following a completed evaluation, it was also concluded that this ICD was exhibiting an increased power consumption, resulting in a prematurely depleting battery. Replacement was recommended within 90 days. The physician recently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This ICD was received for analysis.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate missing data transmissions and the remaining battery longevity from this implantable cardioverter defibrillator (ICD). Ts determined that the device was functioning appropriately regarding the transmission issue, as the newly programmed setting would not take place until the next remote scheduled follow-up. This would automatically occur on (B)(6) 2024, or the physician could schedule it to occur sooner, if required. However, following a completed evaluation, it was also concluded that this ICD was exhibiting an increased power consumption, resulting in a prematurely depleting battery. Replacement was recommended within 90 days. At this time, this ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate missing data transmissions and the remaining battery longevity from this implantable cardioverter defibrillator (ICD). Ts determined that the device was functioning appropriately regarding the transmission issue, as the newly programmed setting would not take place until the next remote scheduled follow-up. This would automatically occur on april 29th, or the physician could schedule it to occur sooner, if required. However, following a completed evaluation, it was also concluded that this ICD was exhibiting an increased power consumption, resulting in a prematurely depleting battery. Replacement was recommended within 90 days. The physician recently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This ICD is expected to be returned for analysis, but has not yet been received.